Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the epicardial lead was attempted to be implanted but not used. Due to the steep angle of implant approach, the lead was unable to fixate without dislodging from deployment mechanism. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.